Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the eval. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the voyager nc was used to post dilate a stent, which likely could have contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, pt anatomy, or implanted stents, such that the balloon ruptured upon inflation at 14 atmospheres (atm), which is below the rated burst pressure (rbp). The eval determined that the mildly tortuous and calcified lesion may have contributed to the balloon rupture; however, a conclusive cause could not be determined. In review of both incidents, there is no indication of a lot specific quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during coronary angiography, while using a 4fr angiographic catheter, a spiral dissection occurred from the ostium of the right coronary artery (rca) through the distal right coronary artery. Emergency percutaneous coronary intervention was performed. The zeta 3.0 x 33 stent and 3.5 x 33 stent were both deployed from the distal rca to the proximal rca. The voyager nc 4.0 x 12 was delivered for post-dilatation; however, it ruptured at the first inflation at 14 atmospheres. The balloon was changed to a non abbott balloon catheter and it was inflated without issue and the procedure was completed. Reportedly, there were no adverse pt effects. No additional event or pt info is available.